Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Pump error 63 was present in device trace download due to broken trace at on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not giving any alerts with the low or high. Customer stated that the insulin pump had a hardware low level failure alarm. Customer stated that the insulin pump was able to complete rewind. Customer stated that the insulin pump was unable to clear the alarm. Customer stated that the insulin pump did not passed the second self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.